Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring of the motor device was damaged. It was noted that the locking was defective, the tool could not be inserted, a test run was not possible, the motor and control were damaged, there was liquid damage, and the hose had cracks. It was further determined that the device failed pretest for safety assessment, no short circuit between sensor gnd and connector body, no short circuit between svdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessment, cutter lock assessment, and loctite and cable assessment. It was noted in the service order that before use on the patient it was observed that the power of the motor device was inefficient as the motor could not work normally with weak power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.